Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported that during the insertion, the puncture needle separated. This incident caused a risk of injury and exposed the anaesthetist to the patient's blood.

Manufacturer narrative:
Qn#(B)(4). Additional info: there was no injury caused to the patient as a result of the incident and the incident did not delay the surgery. The procedure that was taking place was a cvc insertion. The lot number is unknown. Complaint verification testing could not be performed because no sample was returned for analysis. The device history records review was performed based on sales history for the needle, cannula and hub were reviewed with no findings relevant to this complaint. The probable cause could not be determined based upon the information provided and without a sample. No further action will be taken.